Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal rca during the index procedure. It is reported that the patient expired approximately 12 months post index procedure. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).